Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the subject device was manufactured before the design of the power switch was changed. Thus, as to a probable cause, it was determined that this phenomenon occurred due to the following reasons: the power switch was broken (cannot be pressed) because the operating force applied to the power switch and the number of times that the switch was pressed exceeded the original assumption. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), that the evis exera iii xenon light source power switch was pushed in far back. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.